Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's peripheral lead migrated (off label use.) The patient underwent surgery on (B)(6) 2016, where the lead was repositioned and a second lead was added. The patient reportedly receives effective stimulation post-operative.